Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was unresponsive. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
No new information received & no parts were returned to complete the fi; should parts or information be provided in the future the complaint will be reopened and reassessed at that time.